Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient initially started feeling dizzy, sweaty, tired, and nauseous, so she drank some apple juice and laid down. The patient then vomited, tried to drink another sip of apple juice, vomited again, and lost consciousness. The patient was then found by her spouse and her sister, who called for a paramedic. Upon their arrival, paramedics performed a fingerstick measurement which read 23 mg/dl. The patient's dexcom cgm, on the other hand, was reading 58 mg/dl in comparison. Paramedics treated the patient with an emergency injection (contents unspecified) and sugar water. The patient was also treated with glucose as she was transported to the hospital. The patient was hospitalized for 4 days and released from the hospital. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.